Manufacturer narrative:
UDI (di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was hospitalized due to a fever and pain at the ipg site. In turn, an infection was found at the ipg site. As a result, the pt's scs system was explanted and the pt was given antibiotics. During the procedure, the doctor flushed and packed the ipg site. The wound care doctors are caring for the pt and she will remain on antibiotics until otherwise.